Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient demographics provided.

Event description:
It was reported that blood and radioactive fluids are leaking from the maxplus clear connector of the extension tubing when removing the syringe. It was noted after pressure injections in CT and nuclear medicine procedures in emergency department radiology. Although there was patient involvement, no patient information was provided. It was reported that there was no delay or change in course of treatment necessary. There was no patient or user harm. There was no intervention required as a result of the event.